Manufacturer narrative:
Additional suspect medical device components involved in the event: model#sc-1110-02 serial# (B)(4) description: ipg kit (without pull-through tunneler). The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient was experiencing severe pain at the lead site. The patient reported feeling a pull and a strong spaz followed by falling onto the floor when getting out of bed. Upon assessment, the physician chose to explant the patient¿s precision system. During the procedure, it was noted that contacts were pulled off the lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing severe pain at the lead site. The patient reported feeling a pull and a strong spaz followed by falling onto the floor when getting out of bed. Upon assessment, the physician chose to explant the patient's precision system. During the procedure, it was noted that contacts were pulled off the lead. The patient is reportedly doing well following the procedure.